Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the nurse was attempting to remove a polyp without cautery and the snare would not cut through it. The nurse reported that the snare felt "blunt." The procedure was completed with another sensation jumbo oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) for the reported event: snare failed to cut through target polyp. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.